Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of "balloon burst" was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use in patient of this swan-ganz catheter, balloon burst. There was no allegation of patient injury. The device was returned for evaluation. As per evaluation results, the balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section d4 (lot number, expiration date, UDI) and h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect that would have contributed to the reported event was identified. There is a clear stablished guidance and instructions on device prep, and proper insertion techniques in the instructions for use (IFU), including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate.